Event description:
A discordant calcium result was generated by the dimension rxl with hm system. The result was not reported to the physician. The sample was retested on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium result.

Manufacturer narrative:
A siemens technical support specialist (tss) was contacted by the customer. The tss reviewed the data files and determined the cause of the discordant calcium result was unknown. The tsc observed that the result monitor a limit (sd) was set to zero and should be set to five. This will prevent result monitor a results from being flagged, though would not be considered cause for the discordant result. The tsc determined that there was no instrument malfunction during the time of the event. The instrument is performing within specifications. No further evaluation of the device is required.